Manufacturer narrative:
Follow-up #1: date of submission 10/17/2017 the device has been returned and evaluated by product analysis on 09/19/2017 with the following findings: during investigation, the pump was powered on and the display was found to be blank. The complaint of a flashing display was not able to duplicated or confirmed during testing. The audible tone and vibratory alarm features functioned properly. A display lens leak was found during testing and there was moisture corrosion observed on multiple components inside the pump including the display, connector, and display and transceiver boards. Further testing was unable to be performed due to the blank display. Unrelated to the complaint, investigation revealed the cartridge compartment was chipped. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the display screen was flashing with moisture behind the display. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.